Manufacturer narrative:
The lot number of the pack involved in this report was not provided therefore we were unable to complete the review of the lot/device manufacturing records. To date the pack was not returned for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in the (B)(4) indicated that during the sculpt phase in the phaco procedure a particle appeared in the patient's eye. The particle was aspirated and it was captured in the phaco cassette. There was no report of injury or consequences to the patient.